Event description:
The pt experienced a burning sensation just above where the ins was implanted. This happened one time, in the middle of the night, about 1.5 weeks prior. It was present when the ins was turned on and stopped when the ins was turned off. He also experienced numbness and tingling in his feet that was present intermittently in certain positions such as sitting. The sensation lasted up to five minutes at a time. It was also stated that for the last 1.5 weeks the ins would not hold a charge like it had previously. There were no falls or traumas but the pt had recently undergone a physical assessment in which he was required to bend and lift (B)(6). The pt was seen in clinic and it was observed that all of the programmed amplitudes had returned to 0.0v. It was possible to charge the ins and the programmer was communicating normally. The day before, the pt charged the device to 50% or 75% (it wasn't clear) which took 6 hours. In clinic the device showed 25% charged. Info from the clinician programmer indicated the charging session had only been 2.5 hours. It was noted that the ins was not deeply implanted. Electrode impedances were all within normal limits. Most pairs were in the 1,200 to 1,900 ohms range with six pairs in the 2,000 to 2,100 ohms range. Upon initiating therapy impedance check for the group the pt was using the pt received a significant shock and it was not possible to complete the test. It was thought that there was a circuit issue causing both the burning and rapid battery depletion. All programs were set to 0.0v and the device was turned off. The pt was to be scheduled for lead revision.

Manufacturer narrative:
(B)(4).